Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter: customer is reporting samples are clotted and tubes did not have the additive powder inside the tubes. Affected lot number 2347084.

Manufacturer narrative:
E.6 initial reporter e-mail: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6) investigation summary: bd had not received samples, but 5 photos were provided for investigation. The photos were reviewed and the indicated failure mode for clotting was observed; missing additive was not observed. Additionally, 100 retention samples from bd inventory were visually inspected with no issues identified relating to clotting or missing additive. Complaints for sample quality are under statistical control for the month of july 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for clotting based on the photos provided. Missing additive was not confirmed. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that while using the bd vacutainer® sodium fluoride potassium oxalate (fx) blood collection tubes that there was clotting/micro clots/fibrin clots and missing additive. The following information was provided by the initial reporter: customer is reporting samples are clotted and tubes did not have the additive powder inside the tubes. Affected lot number 2347084.